Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd nexiva 20 ga x 1-1/4 in single port leaked. The following information was provided by the initial reporter: 20 gauge IV catheter was inserted into patient. Upon removing the needle to the safety position, the catheter began to leak resulting in removing the IV from patient due to it no longer functioning properly. This patient was a hard poke and had already had one failed attempt at an IV placement. No patient injury.

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the 5 representative 20g nexiva units that were received in sealed packaging from lot #3234047. A functional test revealed no leaks in any of the returned catheters. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Investigation conclusion(s): the reported defect ¿leakage¿ could not be confirmed. Probable root cause conclusion(s): a root cause cannot be determined in the absence of a confirmed defect.

Event description:
No additional information.